Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application experienced low audio output. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)